Event description:
Doctor reported events of ¿band infection¿ and ¿reservoir infection¿ from journal article: ¿long-term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi > 50 kg/m2¿, journal of visceral surgery doi: 10.1016/j.viscsurg.2012.01.007. This medwatch represents the 2 pts listed in table 1 of the article who were diagnosed with infection.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: ¿infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.¿